Event description:
A bx sonic stent hub crack was observed during flushing of the device. There were no anomalies noted when the device was taken out of the package and the device was not resterilized. The device was not pulled from packaging by the hub and the device was prepped according to IFU.

Manufacturer narrative:
The product is available, but has not been received as of the initial report. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Additional info will be submitted within 30 days of receipt.